Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 10/15/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with mentor smooth round high profile 380cc saline breast prosthesis. Deflation of the right breast prosthesis was discovered by examination and that the breast was flat. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Red material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the anterior view measuring approximately 0.1 cm. Leak testing was performed in accordance with mentor procedures and no additional leakage sites were revealed. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point is it not possible to determine the origin of the red material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/6/2019, mentor became aware that the mrn 1645337-2018-06101 was a duplicate of this report. All further supplemental reports will be submitted through this report number. Manufacturer¿s reference number: (B)(4).